Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample and discordant when compared to the results of a redrawn serial sample. The initial and serial patient samples were repeated and the troponin results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed preventative maintenance on the luminometer, replaced the aspirate rising block and peristaltic pump tubings. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.